Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the implantable neurostimulator (ins) had moved. No symptoms reported. This occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.